Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter would not release from the blade easily during a dynamic helical hip system (dhhs) procedure to treat an intertrochanteric fracture. The surgeon had to tap backwards on the inserter to get the blade to release. There was no patient harm or delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and after trying the possible assembly combinations, the complaint condition was able to be replicated. With this combination of instruments the coupling screw was unable to be fully inserted into the inserter shaft. The distal end of the inserter shaft was found to be deformed causing interference and impeding the coupling shaft from becoming fully inserted. A definitive root cause was unable to be determined however a root cause related to wear/tear is likely as both instruments were manufactured in 2006 and are 9+ years old. Per the technique guide, the inserter guide, inserter shaft and coupling screw are all components of the lcp dynamic helical hip system (dhhs) which can be utilized in intertrochanteric, subtrochanteric and some basilar neck fractures. The insertion construct is specifically utilized with a hammer to advance the helix blade into position. Once the helix blade is fully inserted the inserter assembly can be removed by unscrewing the coupling screw and retracting the inserter assembly. The guide wire and helix blade remain in the femur. Relevant drawings for both the inserter shaft and coupling screw were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The opening at the distal end of the cannulated tip for the inserter shaft is dimensioned at 4.2mm-4.3mm; the dimension of the returned instrument was measured using a pin gauge as 3.77mm, additionally examination under magnification found the opening to be out-of-round. The threaded tip of the coupling screw is an m4 x 0.7-6g which has an allowable outer diameter of 3.838mm-3.978mm, was measured at 3.88mm using calipers. This measured interference is the cause of the complaint condition. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.